Event description:
The customer reported that he had bolused for dinner and then gone to eat, but his blood glucose continued climbing. The customer stated that he just changed the infusion set/reservoir, and he does not have any more infusion sets. The customer stated that he removed the cannula and it was bent, but the insulin pump did not alarm no delivery. Troubleshooting was performed. Instructed the customer to disconnect from the quick release to run the high pressure test, and the test failed twice. Advised the customer that the insulin pump will be replaced. The customer's most recent glucose reading was 464mg/dl, and he has customer's most recent glucose reading was 464mg/dl, and he has treated with manual injections. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Scratched display window noted.